Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with inserting the sensor. Customer went through 4 sensors during training. Customer stated that a couple of them had the needle break inside the serter after insertion, another one had the needle hub detach and the needle had to be removed manually and the last one filled up with blood. The sensor was inserted when he left and it looked black when he got home. The customer was not taking any medication that ay cause bleeding. Customer was advised to hold pressure with gauze for 3 minutes when bleeding occurs. No blood was visible on the sensor connector. The sensors would be replaced but not returned.